Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from bradycardia. It was also reported that a pacing failure was noted on their pacing lead. A lead warning for high impedance was also noted on the lead, and a fracture was confirmed. The pacing lead was inactivated and not replaced. No further patient complications have been reported as a result of this event.